Manufacturer narrative:
Date of initial report: 2017-09-18. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device had an issue with false detection. An alarm would indicate that an object was detected when one was not present.

Manufacturer narrative:
Evaluation summary: examination of the returned device could not confirm the reported issue with false detections. The device passed all functional testing, and no false detections occurred. The investigation could not duplicate the issue and found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.